Event description:
It was reported that the patient presented for a follow up in clinic with a left ventricular lead that was not able to provide therapy. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.